Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace an 84-year-old female patient, the patient sustained second degree skin burns at the electrode sites while undergoing transcutaneous pacing (tcp) with the r series defibrillator (60j). Complainant indicated that the clinician obtained another set of pads to continue treating the patient. The burn was assessed as a second-degree burn and was treated with burn ointment and dressing.

Manufacturer narrative:
At the time of investigation, neither the r series device nor device logs were returned to zoll for evaluation. Photos of the patient's skin and electrodes were provided for review. The apex pad showed no evidence of sparking, debris, or excessive hair, and impedance testing measured 0.2 ohms, confirming no mechanical issues with the electrode. The patient skin photo showed two small circular wounds with no surrounding redness or debris, indicating the skin appeared properly prepped. Pacing therapy lasted slightly over five hours. Skin burns during pacing may occur due to factors such as air pockets or improper pad contact that can concentrate current and cause arcing. The IFU for the stat-padz (r1345-112 rev j) directs the user to roll the pads onto the patient's skin to reduce air bubbles and to periodically check the electrodes during therapy to ensure the pads are making good contact with the skin. Based on the available information, the complaint was closed as no fault found. Analysis for reports of this type has not identified an increase in trend.